Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have diverticulitis, gout, and a history of prostate cancer. These conditions may impact the performance of the assay. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller, wife of patient self tester, alleged a variance between the inratio inr result in comparison to the lab inr result. The results were as follows: (B)(6): inratio= 1.5, lab= 2.2. The patient self tester's therapeutic range is: 2.0-3.0.